Event description:
This rv lead was implanted on (B)(6) 2013 and remains implanted at this time. A call was placed to technical services on 08/16/2016 stating that this lead had a steady rise in impedance of 1567-1648 ohms in bipolar. The physician was dr. (B)(6) at (B)(6) in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).